Manufacturer narrative:
On (B)(6) 2021 customer called in with the following concern: damage lcd screen. P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Device power up properly after battery installation. Device was downloaded successfully using (thump software) for reference. Proceed it with the following testing to assure proper functionality of the device. Device passed sleep current measurement, active current measurement and displacement test. No blank display, low battery alarms or unexpected battery power loss noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No abnormal behavior during download history review. However, black lines across the screen noted and cracked and bleeding lcd glass during visual inspection. Proceed it by cutting device open and perform a visual inspection on electronic assemblies and connectors. Black lines were due to individual traces were broken from lcd controller and lcd image area. Per visual inspection it was also determine that moisture damage was found on electronic assemblies. Device also received with cracked case(battery tube), cracked battery tube threads, faded serial number label, cracked keypad at select button and partially broken retainer. In conclusion, customer concern were confirmed during testing. Device powered and properly after battery installation however, cracked and bleeding on lcd glass and moisture damage noted on electronic assembles during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump was not working and cracked screen. Customer stated there was a black halo in the insulin pump or more o like an eye patch that was not removed even if the pump screen was turned off. Customer stated the insulin pump has neither been bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.